Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer reported the pump rejected batteries, buttons are less responsive, and sometimes hard to press. The customer also reported a random no-delivery alarm and the pump not communicating with the meter. No further details were provided. Troubleshooting was not performed as the customer did not pick up the call. No harm requiring medical intervention was reported. The customer will continue using the pump and the pump will not be returned for analysis.